Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) contacted the customer and recommended to power cycle and main power reset all subcomponents without instruments installed. The customer reported that the system powered up without errors. Fse recommended that the customer perform several normal power cycles, to ensure proper operation. The customer reported that the system power cycled normally without errors. Fse was dispatched to the customer site to further investigate the reported complaint. Fse was onsite and performed complete system verification in accordance with isi procedures for customer satisfaction. Fse also helped customer relocate cart power cables to separate dedicated power circuits. System tested and ready for use. A review of the site's complaint history does not show any additional complaints for this product. No image or procedure video was provided for review. A review of the site's system logs for the reported procedure date was conducted by intuitive surgical, inc. (Isi) technical support engineer (tse) and investigation revealed no system errors. Additional log reviews confirmed that system (B)(4) was used on (B)(6) 2022 for a cholecystectomy. Based on the information provided at this time, this complaint is being classified as a reportable event due to the following conclusion: system unavailability after the start of a surgical procedure (first port incision) resulted in the procedure being converted to a laparoscopic procedure. Although there was no patient injury reported, if the reported issue were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr) called isi technical support and "conferenced" in a nurse onsite to report the operating room lost power and the system seemed to be stuck in its power on self test (post). Isi technical support engineer (tse) walked the customer through a hard reboot of the entire system without resolve. Tse reviewed logs and found no issues or errors. Tse had the caller hard reboot the patient side cart with emergency power off leaving system down for over 3 minutes with no resolve. The caller stated the surgeon was frustrated and wanted to convert to a laparoscopic surgery. The caller asked how to remove instruments and tse advised the caller to press the emergency stop and to use the instrument release kit (irk) to removed instruments. The caller was able to remove all instruments safely and undock from the patient. At this point, tse asked the caller if it would be possible to reboot system and try to recover one last time, but the caller stated the surgeon would prefer not to at this time. The case was converted to laparoscopic surgery with no reported injury to the patient. On 14-mar-2022, isi contacted a nurse onsite and obtained the following additional information about the complaint: she stated they were able to release all the instruments using the irk. No instruments were grasping tissue at the time of the issue. They confirmed this by using a laparoscopic scope before removing all instruments from the patient. The procedure was converted to a laparoscopic surgery and there was no injury to the patient. Patient demographics, relevant testing, and medical history was requested, however the reporter was only able to state that the patient was a 51 year old female.